Event description:
It was reported that a cartridge does not fit properly on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area and discard the original cartridge, as its o-ring was damaged. The caller then filled a new cartridge and successfully loaded it onto the pump, allowing them to resume insulin therapy.